Event description:
It was reported that the pt expired. The cause of death was not reported. It was reported that the death was unrelated to the implanted system. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)